Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders were not crossing over for this device. A technical support specialist (tss) logged into the station, reviewed the available information and requested customer for new examples for the reported issue. Customer informed that no new examples were available and open another ticket if similar issue arises. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing over to this device. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.